Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2007 and pelvic floor repair mesh was used. The patient experienced pain, erosion of her internal bodily tissue, dyspareunia and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. Patient (B)(4) dyspareunia. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-00951. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that mesh was implanted due to pelvic organ prolapse, rectocele, and incontinence. Patient underwent partial mesh removal and vaginal hysterectomy on (B)(6) 2009 due to severe vaginal pain daily, mesh erosion resulting in corrective surgery, vaginal bleeding on a daily basis. No additional information was provided. (B)(4).